Manufacturer narrative:
(B)(6) h3: a pump was returned for analysis in used condition. Visual inspection showed a cracked battery compartment, indent on keypad and a scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were found in the event history log. Functional testing found that the pump records error code 45986, which points to a faulty printed wire assembly (pwa). The downstream occlusion (dso) sensor functioned normally and the pump detected cassette without problems. Analysis was unable to duplicate the reported issue. The pwa was replaced.

Event description:
It was reported that there is a malfunction as the pump doesn't recognize the cassette. There was no patient involvement.